Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting oversensing. The right atrial (ra) lead was being sensed on the right ventricular (rv) channel. No asystole greater than 2 seconds was observed. The crt-d was also exhibiting an increase in pace impedances on the left ventricular (lv) lead. The lv pace impedances increased from 800 ohms to out of range values of 2042 ohms. The patient was seen for further review and an x-ray was performed as it was suspected the ra lead was dislodged. However, no anomalies were seen. In addition, it was noted that the patient had undergone a procedure that was not related to their device on the day of the events. At this time, the products remain in service and the patient is being monitored. No adverse patient effects were reported.